Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter was cracked. An atlantis¿ sr pro imaging catheter was selected for use. However, during preparation, it was observed that the device was cracked. The procedure was completed with another with same device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a crack in the m/f luer connector. Functional inspection revealed leaks from the m/f luer connector during testing. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter was cracked. An atlantis¿ sr pro imaging catheter was selected for use. However, during preparation, it was observed that the device was cracked. The procedure was completed with another with same device. No patient complications reported and the patient's condition is stable.